Manufacturer narrative:
The device has been requested but to date the incident device has not been received for evaluation. If the device is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a cautery cord event had occurred in which sparks and flames were present. No patient involvement for the event. No additional information is available at this time. Medtronic personnel had advised the customer to send in the generator and the concomitant device for investigation.

Manufacturer narrative:
Evaluation summary: one vlft10 generator was received, and an evaluation could not confirm a device defect that would contribute to the reported issue. Testing of the device found the returned sample to function normally and within all related specifications.